Event description:
I as a medical professional and patient, was prescribed a gravity 9 therapeutic mattress from the drive medical company. Use of the mattress made my eyes burn and water, my throat painfully tight and became nauseous. I couldn't be near the mattress and took some hours for me to recover. The tag on the mattress says that it exposes a person to cancerous chemicals and that it contains di(2-ethylhexyl)phthalate. A mattress that a person sleeps on should not contain harmful and or cancerous chemicals, especially equipment that is used for medical patients.